Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using different charging cables and adapters, but the pump failed to charge. Technical support decided to replace the pump and advised the customer on returning the malfunctioning unit and steps to take upon receiving the replacement. Customer had no backup insulin delivery available and planned to contact a healthcare provider. Replacement pump was shipped without signature requirement for delivery.